Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head had interrogation issues. It was indicated that the head had intermittent operation. It was also indicated that the upper case lens was broken and the cable was damaged. The lens and cable were replaced and the head passed all functional and system tests. (B)(4).

Event description:
It was reported that the radiofrequency head would not interrogate devices. The head was returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.